Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 5) occurred with multiple cartridges during the load process. Also, it was reported that when filling the cartridge with insulin, the customer experienced "back pressure" and insulin would come back up into the syringe. Reportedly, there is a popping noise when the customer removes the old cartridge from the pump. There was no impact to the customer's blood glucose level. It was confirmed that the customer had manual injections available.